Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer stated that the pharmacy was able to recover the pocket before arrival and no issue found with the drawer. The system functioned as intended after the customer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the drawer 2.1 pocket a6 failed and required maintenance. The user rebooted the station and performed the storage space recovery, issue persistent causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.